Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 3.18e. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received missing battery cap contact and broken belt clip rails. The p-cap does lock properly.